Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 65 mg/dl on the active s system compared back to back with a result of 19 mg/dl on the doctor's system when testing was performed within 10 minutes. Reporter indicated that the customer was having the hypoglycemic symptoms of sweatiness and shakiness. Reporter stated the customer was administered an IV of glucose solution and hospitalized 3 days. No other actions were reported taken or treatment received. A request was made for the return of the affected product.